Event description:
This device was explanted and replaced due to pocket stimulation. A lead insulation issue was suspected at first, but when the leads were tested after being removed from this device they were clear of stimulation. When the leads were connected to the new pacemaker there were no issues. Should additional information be received, this file will be updated.

Manufacturer narrative:
The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were reinvestigated. All production steps had been performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. Upon receipt, the pacemaker was visually inspected revealing burn marks on the pacemaker housing most likely resulting from the explant procedure. The header of the device was analyzed. The set screws could be easily screwed in and out and there was no foreign material inside the header bores. All dimensions of the header bores were within the range requested by the is-1 standard specifications. Also the spring elements of the pacemaker did not show any deviations. The pacemaker was interrogated and the pacemaker's memory content was analyzed indicating no anomalies. The battery was still sufficiently charged. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless in amplitude and frequency as programmed. There was no indication of a device malfunction. An additional long-term pacing test was initiated. During the test, each pacing pulse was recorded. The evaluation of these pacing pulses documented regular device behavior. No intermittent or permanent loss of output was present. In summary, the device is fully functional. With regard to the issues as mentioned in the complaint description, the analysis did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.